Event description:
Patient reported "rupture". Healthcare professional additionally reported "silicone granuloma/free silicone" and "within the axilla, lymph nodes have a ¿snowstorm¿ appearance suggesting free silicone." Healthcare professional later reported "rupture as well as a exchange from textured to smooth due to concern with the product", confirmed via ultrasound and mammogram. Healthcare professional later reported "impact chest from steering wheel of car". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, and silicone migration.

Event description:
Patient reported "rupture". Healthcare professional additionally reported "silicone granuloma/free silicone" and "within the axilla, lymph nodes have a ¿snowstorm¿ appearance suggesting free silicone." Healthcare professional later reported "rupture as well as a exchange from textured to smooth due to concern with the product", confirmed via ultrasound and mammogram. Healthcare professional later reported "impact chest from steering wheel of car". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture and silicone migration: observed broken device assessed as fold flaw opening and missing assessed as inconclusive. Granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease, non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b6, d.9., h.3., h.6.